Event description:
Caller states the patient tested 2.0 inr, on the coaguchek xs system, and 1.4 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.